Event description:
It was reported that a device was used during an unknown procedure. It was reported that there was a steady tone. The case completed with another h2tuv. There was no patient consequence.